Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (erbe faulting out c-34) was confirmed and reproduced on erbe connected to system. Logs showed (25913 c-34 errors (B)(6) 2025.) Visual inspection:( the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34 errors on start-up and c-34/m-11 errors mono coag activation) erbe unit that was placed on golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were getting erbe faults when firing bipolar energy. The tse reviewed the logs and found c-34 errors. Prior to calling in, the customer had power cycled the erbe and changed the instruments and power cords, but the issue remained. The customer was not getting any bipolar energy when they tried to fire and would get the c-34 fault. The customer stated that they did not have the activation cable for the force triad and the other system was in use. The customer may get another generator with its own pedals and try to use that. The customer wanted the field service engineer (fse) to contact them as soon as possible to schedule a time to fix the erbe. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales associate (csa) and obtained the following additional information: the csa confirmed that no patient was injured due to the issue. The entire erbe generator had to be replaced. The procedure was a hysterectomy on a middle-aged woman.